Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) reached early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 90.34% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The analyst noted that review of the manufacturing data, and data gathered during visual and dimensional inspection, did not show any abnormal results. The electrical testing showed that (B)(4) is consistent with a delta 26h2 cell at this level of discharge. The 25 microamps load voltage performance at the estimated delivered capacity was within the tolerance bounds predicted by the model, and the dc resistance met specifications. No evidence of an internal mechanism for premature depletion was found during destructive analysis. Based on these results, it was concluded that the battery did not yield any unusual electrical or other properties for a battery at this stage of depletion. No problems were found with the battery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.